Event description:
It was reported that this pacemaker was explanted and replaced as a result of the right atrial (ra) lead exhibiting undersensing and pacing not delivered when required which resulted in therapy delay of less than thirty seconds. No additional adverse patient effects were reported.